Event description:
Our MDR - after an implantation time of about 21 months, oversensing was reported. An insulation break was detected after the explantation. No worsening of the pt's state of health was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR - the analysis checked the properties of the lead. The analysis showed damage to the insulation by squashing. In addition, the outer conductor helix was broken at that site. This damage manifestation is with high probability to be regarded as the cause for the clinical complaint. The observed damage manifestation require excessive mechanical load at the lead. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical load of the lead due to the "subclavian crush syndrome". There were no indications of any materials defects or manufacturing errors.